Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that they were getting ready to send the patient home with a 5fu pump. The cassette was locked in place, but pump was alarming "cassette locked but not latched". There was no patient harm reported. The event occurred while in use with patient at the clinic. The operator of the device was a health professional.

Manufacturer narrative:
D9 - date returned to mfg: 8/22/2025. D3 - mfg establishment name: corrected. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a flex circuitry. The latch lock mechanism, latch lock handle, flex sensor were replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.